Event description:
The excluder bifurcated endoprosthesis trunk-ipsilateral device was advanced on the left side and successfully deployed. The graft was kinked off at the level of the bifurcation on the right side and could not be cannulated. The physician decided to convert to an aorto-uni-iliac approach. A second trunk-ipsilateral device was deployed inside the existing one. The right common iliac artery was ligated and a femoro-femoral crossover graft was implanted. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the excluder devices placed in this case.